Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty-six events were reported for this quarter. Five devices were not available to stryker for evaluation. One device was available for evaluation but has not yet been received. Forty devices were received for evaluation. Forty events were confirmed during testing. Thirty-two devices were found to be affected by corrosion. Five devices were found to be affected by worn components. Two devices were found to be affected by debris. One device was found to have a damaged component. Thirty-seven devices were repaired and returned to the account. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 46 malfunction events in which the device reportedly overheated. Twenty-eight events had no patient involvement; no patient impact. One event had no known patient involvement or patient impact. Seventeen events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 46 events were previously reported during the reporting quarter; however: 1 event was reported in error, as it was a duplicate of one of the other reported events. 45 total events were reported for the reporting quarter. 2 previously reported events are included in this follow-up record. Product return status: 1 devics was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion.   Additional information: 45 devices were not labeled for single-use. 45 devices were not reprocessed and reused.

Event description:
This report summarizes 45 malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 16 events had patient involvement; no patient impact.